Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
During hansson pin surgery, the surgeon tried to insert the guide-wire into the patient bone. However, the tip of guide-wire broke while inserting inside the patient bone. The surgeon could not remove the tip of guide-wire (about 10mm). Thus the patient underwent the revision surgery by the (B) (6) on (B) (6) 2009. The surgeon was reusing the guide-wire, and he inserted the guide-wire into the patient bone on misalignment. The surgeon requested the investigation of the tip of guide-wire.